Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became unresponsive. Customer did not provide a blood glucose (bg) value, but stated bg levels are elevated. Customer delivered a bolus to stabilize blood glucose level. Customer has a back up pump for continued insulin therapy.